Manufacturer narrative:
Combination product: yes, the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The angiographic material shows the treatment of the proximal lad. Several balloon dilations are performed. Thereafter, another device (unclear if balloon or stent system) is positioned but during inflation contrast medium leaks from the balloon. Eventually, a stent is successfully implanted and post-dilated with a good angiographic result. The actual complaint event is not visible. Review of the angiographic material did therefore not provide further relevant information regarding the root cause of the complaint event. The technical investigation revealed that the balloon has not been inflated and is still well folded but dried contrast medium residue was observed in the balloon lumen up to the distal balloon shoulder. The stent is still crimped between the two radiopaque markers and shows no damage or irregularity. During functional testing, the balloon did not open since water leaked from the distal balloon portion. Microscopic inspection revealed a longitudinal tear with a length of about 2 mm at the distal balloon shoulder. The tear follows a scratch in the balloon surface which has likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. The most probable root cause for the reported event is related to the patients anatomy (i.e. Calcification).

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (98 percent stenosis degree) in a moderately tortuous proximal part of the lad. The balloon was attempted to be inflated but it burst at 4 atm. The procedure was completed by performing pta.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (98 percent stenosis degree) in a moderately tortuous proximal part of the lad. The balloon was attempted to be inflated but it burst at 4 atm. The procedure was completed by performing pta.